Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -13.5/0.5/027 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the eye on (B)(6) 2019. The lens was removed within the same surgery with no patient injury. On (B)(6) 2019 a replacement lens was implanted. Cause of event unknown.

Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial with moisture and clear surgical residue on the lens. Visual inspection found the optic and haptic torn with foreign residue on the lens. Claim# (B)(4).